Event description:
Meter name: one touch profile, strip name: one touch, meter code: unk, strip code: unk, strip storage: unk, symptoms: lightheaded, dizzines. Pt reported they were seen in ER. Their meter allegedly was inaccurately low. The result 0n their meter was inaccurately low. The result on their meter was 51-control and 52-control. The result on the ER meter was unk. The time difference between pt's meter and ER meter was unk. Treatment was dr states that pt was dehydrated and informed to drink lots of fluid and take regular meds. Strips may have been expired. No further info has been reported.